Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and there was the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received inappropriate shocks due to a fractured right ventricular lead. The lead was noted to have triggered an alert for noise and for high defibrillation impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.